Event description:
It was reported that device was not turning on even with a new battery. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. A product sample was received in good condition for evaluation. The battery holder assembly was switched and a new battery was installed during the evaluation test method. The device was switched to no position. The reported issue of not turning on was confirmed. The root cause was found to be due to the on/off switch cam being loose and it was not activating on/off. The on/off switch cam was tightened, service kit installed preventative maintenance performed, recalibrated and cleaned were the actions taken to correct the reported issue. The device history record review noted previous service for annual preventative maintenance. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).